Event description:
It was reported that patient stopped charging their ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. The patient is receiving effective therapy postoperatively.